Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that during the procedure the distal end of the tip sheared off during final tightening. The tip was retrieved but no further surgical information was provided. There was no reported surgical delay or reported patient impacts.

Manufacturer narrative:
Additional information in b4, g4, g7, h2, h3, h6: methods, results, and conclusion codes. The plug driver was not returned and no photos were provided by the customer. Without the returned product, the event is non-verifiable. A review of the manufacturing records did not identify any issues which would have contributed with this event. As this failure is regularly occurring with known causes and impacts, a summary investigation was completed. Tip fracture of the plug driver likely occurs when the driver is over torqued or when force is applied off axis.

Event description:
It was reported that during the procedure the distal end of the tip sheared off during final tightening. The tip was retrieved but no further surgical information was provided. There was no reported surgical delay or reported patient impacts.